Manufacturer narrative:
(B)(4). The reported product is an unknown baxter healthcare cassette. On an unreported date, the patient experienced an unspecified infection. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an unspecified infection, coincident with automated peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the infection was not reported. Treatment for the infection was not reported. On the same day this report was received, the peritoneal dialysis catheter was removed. On an unreported date, the patient was switched to hemodialysis therapy. It was not reported if the patient was recovering or was recovered from the infection. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.